Event description:
It was reported that on (B)(6) 2024 mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, thin leaflets, flail, and a posterior cleft. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an xt clip (40110r1055) was inserted, and grasping was performed. Grasping was noted to be difficult, but after a sufficient grasp, the clip was closed. However, after the clip was closed, a perforation of the anterior leaflet was observed, causing mr to increase to a grade of 4. The clip was opened and attempted to be repositioned, but while grasping, one of the grippers was no longer functioning. Therefore, the clip was removed and replaced. Another xtw clip was inserted and successfully deployed. It was noted mr remained at a grade of 4. A third xtw clip (40306r3058) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A clinically significant delay occurred. On (B)(6) 2024, mitral valve replacement was performed. On (B)(6) 2024, the patient died of bleeding complications as a result of the surgical intervention. The physician stated the mitraclip device was the indirect cause of the death.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed. The reported positioning failure and poor imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event was reviewed by an abbott director of medical affairs. Based on available information, the reported single gripper actuation issue is due to the observed broken gripper line. The reported positioning failure appears to be related to challenging patient anatomy (frail leaflets). A cause for the reported poor imaging could not be confirmed. The reported tissue injury and mr are cascading events of the positioning failure. The reported death is related to bleeding complications from the valve replacement surgery. The reported patient effects of tissue injury, mitral regurgitation, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, the event was reviewed by an abbott director of medical affairs. The reviewer stated, "this appears to be an unsuccessful mitra clip procedure with slda. Likely due to friable leaflet anatomy. The patient subsequently underwent mitral valve replacement surgery and the patient did not recover and passed away following surgery. The cause of death a post mitral valve replacement operative death. The failed mitra clip procedure, difficult grasping, leaflet perforation and subsequent slda of 2nd clip are likely related to the leaflet anatomy."

Event description:
It was reported that on (B)(6) 2024 mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, thin leaflets, flail, and a posterior cleft. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an xt clip (40110r1055) was inserted, and grasping was performed. Grasping was noted to be difficult, but after a sufficient grasp, the clip was closed. However, after the clip was closed, a perforation of the anterior leaflet was observed, causing mr to increase to a grade of 4. The clip was opened and attempted to be repositioned, but while grasping, one of the grippers was no longer functioning. Therefore, the clip was removed and replaced. Another xtw clip was inserted and successfully deployed. It was noted mr remained at a grade of 4. A third xtw clip (40306r3058) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A clinically significant delay occurred. For treatment, mitral valve replacement was performed. On (B)(6) 2024, the patient died of bleeding complications as a result of the surgical intervention. In the physician's opinion, the xt clip is the only device that caused indirectly led to the patient death.